Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 2 pm for low blood glucose levels. The customer's blood glucose level at the time of the call was 161 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer reports that they had lost their insulin pump at the hospital. The customer was sent a loner insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation:

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.